Event description:
It was reported that the customer was getting too many alarms on the insulin pump. Customer stated that he stopped using the sensor because the pump kept going off. Customer was trying to get the alarms to calm down and not go off so often. Customer had a no delivery alarm and several sensor alerts in their alert history. Customer declined troubleshooting. Customer was walked through the settings to make sure they were programmed accordingly. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.